Event description:
Boston scientific was made aware of an event in which a neuroform3 stabilizer catheter was being used to deploy a stent without the guidewire in place. The stabilizer kinked, and the stent was deployed using a coil pusher.